Event description:
Lap chole- "surgeon said that the 'clip transects the vessel' which caused bleeding at every point of contact."type of intervention: used clip applier from different manufacturer.patient status: "normal".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found a dent in the shaft of the device near the knob and confirmed your experience with the device. The unit was disassembled for further evaluation and all internal components met specifications. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause is due to the bend in the shaft of the device, which prevented internal components from moving properly. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.